Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine (cce) console displayed a large backlog of messages, with thousands stuck in the queue. A technical support specialist (tss) restarted cce service, and the console showed the queue actively draining from approximately 20,000 messages down to 16,000 and continuing to decrease, all messages resumed normal processing, and no further queue blockage was observed. The host in feed was confirmed to be reaching cce, but messages were previously stalled until the service restart was performed. The customer confirmed that orders began crossing over normally and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pcrnicu order grayed out. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.